Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. She was doing so good but was not having the same results on the day of the call. It had been working very well but on (B)(6) 2016 she had not felt anything and had been running to the bathroom quite often and not emptying her bowel. She had not had any accidents because she made sure she got to the bathroom. The patient had a good bowel movement on the morning on (B)(6) 2016. After that, they took some mirilax and had short soft bowel movements every 30 minutes. The health care professional (hcp) said she could change her settings but had not increased stimulation at the time of the call. The patient was assisted to increase stimulation but a poor communication screen was seen. They tried to increase stimulation without the antenna and they were successful. The patient was not feeling stimulation. Increasing amplitude resulted in the patient feeling stimulation in the correct area. Initially, they thought stimulation was off but when shewas able to sync, she saw the stimulation on icon. They increased to 5 volts but stimulation was uncomfortable. Then, the patient decreased to 4 volts and felt comfortable stimulation. The indication-for-use (IFU) was fecal incontinence and gastrointestinal/pelvic floor. No outcome or circums tances that led to the event were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they patient was not doing very well. They were not feeling any sensations and their bowel movement was frequent. The patient was not having any accidents but that was due to the patient running to the bathroom. The patient stated that sometimes when they went to urinate there was a bowel movement that they had not known was there. The patient did not know what was going on and had thought that they had contacted someone the day before yesterday. The patient stated that before the implant when they wore the external neurostimulator (ens) on their waist, they had no problems and it was working well. Now with the implant, something was not right or not doing something. The patient was going to see their health care professional (hcp) on tuesday. The patient hoped to find out then if they were doing something wrong. The patient stated that the other day it was tested and the patient could feel the instant pulsations. The patient stated that they would not worry so much about not feeling stimulation if they were not always supposed to feel it. It was also reported that sometimes they felt it more depending on their position, laying down versus standing up. In march a patient letter was received reporting that the patient did not know why they weren¿t feeling stim, but the issue had been resolved and the patient was receiving therapeutic benefit. If additional information is received, a follow-up report will be submitted.